Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 via email to report that upon removal of sensor on (B)(6) 2013, patient reported a potential broken sensor. No information detailing the event was provided. Dexcom made multiple attempts to collect additional information related to the event, to no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.